Event description:
The reporter stated the surgeon had a problem loading a 12.6mm micl 12.6 implantable collamer lens and he attempted twice to insert the lens, each time the lens went into the patient's eye upside down. The lens was removed each time with no patient injury. The surgeon was able to insert the backup lens with no problem. The reporter stated there was no problem with the lens or the injection system.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Unintended movement. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).